Event description:
This 53 year old female had bilateral silicone breast prosthesis implanted in 1984 following reconstruction for breast cancer. The manufacturer of these implants is unknown to this reporting facility. The patient has had some irregularities of the implants as well as chronic fatigue, and elected to have them removed. Gross exam: left implant shows deflating of the outer saline lumen with intact prosthesis. Right implant show deflation of the outer lumen with some rupture of the silicone into the intercapsular space.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.